Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 2 months post index procedure, during first revascularization two resolute onyx des were implanted in the rca. It was reported that on the same day of the revascularization, post stenting, patient suffered from occlusion caused by a plaque shift into main posterolateral branch. Investigator and safety assessed that the event was not related to index device or antiplatelets medication. Patient recovered.